Manufacturer narrative:
One opened sample of part number 1882924hre, from lot number 0210496798 was received for evaluation. There was no significant damage to the packaging to indicate a cause. There was no allegation of a defect prior to use. Visually, the middle tube / shaft broke near the distal end of the outer sheath (over 6¿ from the distal end) which would have resulted in the reported event. There was a minor bend and gouging of the inner shaft near the break point. The inner assembly spins freely without binding. The information most likely indicates inadvertent damage during handling. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned for analysis. Device evaluation anticipated but not yet begun.

Event description:
The customer reported that during use, the blade came apart. All pieces were retrieved. There was no report of patient impact.